Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. Answers to the script questions provided by the customer state they use a germicidal wipe to clean the sensors on occasion (they stated they do not clean them regularly). The system 1 operators manual says to use a mild soap and water solution and not to sterilize them. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the yellow level sensor does not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the yellow level sensor to have wear on the sensing surface. The sensor did not sense the absence of liquid while using a thick wall reservoir. The sensor worked as designed on a thin wall reservoir, alarming when liquid was absent and not alarming when liquid was present. The pst visually inspected the sensor¿s cable and connector and found nothing that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.